Manufacturer narrative:
No pt info as no pt was present in this concern. Per RMA a replacement spine clamp was sent to site. Per eval of returned clamp, the clamp tightens normally and the starburst attachment is fully functional. One 'jaw' of the clamp is bent, 2-3mm off center.

Event description:
Medtronic representative reported their open spine clamp was damaged. This event did not occur during surgery and no pt was present.